Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 2.5% and 4.5% unknown therapies. In (B)(6) 2010, the patient began treatment with dianeal pd2 2.5% and 4.5% unknown therapies (doses, frequencies not reported) intrapertioneally (ip) for continuous ambulatory peritoneal dialysis capd). It was not reported if dianeal pd2 2.5% and 4.5% unknown therapies were ongoing. On (B)(6) 2012, the patient was hospitalized for abdominal pain and peritonitis. On an unreported date, the patient was treated with cefepime (1gm, IV, frequency not reported) and vancomycin (1gm, IV, frequency not reported). It was not reported if the patient was reinstructed on aseptic technique. At the time of this report, it was not reported whether the patient was discharged from the hospital. Outcome for the break in aseptic technique and peritonitis was not reported.

Manufacturer narrative:
(B)(4). A sample was not requested as this peritonitis event involved use error and there was no allegation of a product malfunction. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue. The complaint is confirmed because the nurse reported the patient experienced peritonitis due to a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.